Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patients age was used. The reported lot # [1016985] was not found for the reported catalog # [60693e]. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were received for investigation of complaint reference pr (B)(4) in which the customer has reported that a 60693e sample from lot 1016985 does not fit inside the alaris gp pump. The customer also provided a photograph; analysis of which noted that the flow stop component had not been fully assembled into the pumping segment component. This type of misassembly would mean that the pumping segment could not be loaded into an alaris gp pump, confirming the customer's experience. A review of the production records for lot 1016985 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. Root cause description: the details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations into reports of this nature have identified that the customer's experience is likely to have occurred as a result of human error during the solvent bonding process, in which the flow stop has not been fully assembled inside the pumping segment component. Rationale: this is a rare occurrence which would be identifiable prior to clinical use; therefore an sa is not deemed necessary in this instance.

Event description:
It was reported that the gp series infusion set, 1 ss y had a loose connection to the pump. The following information was provided by the initial reporter, translated from spanish to english: "the standard infusion set for bd pump at the time of infusion pump connection does not fit."